Event description:
While walking using the walker obtained 12/2002 post surgery, a rivet broke off the right handle of the folding mechanism causing the right arm of the equipment to be unlocked causing the pt to almost fall, was caught before they could fall. No apparent injury.